Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. The missing components were not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: persona tibial articular surface provisional catalog # 42527900502, lot # 62483183. The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01568.

Event description:
It was reported that the devices had missing ball bearings. It was also noticed that the device was fractured and worn. Attempt for further information has been made, but no further information has been provided.